Event description:
It was later reported that bluetooth connection seemed to be successful 28jun2024, however there were issues with both devices dropping mid connection without a rhyme or reason. The final resolution was the data cord from the hmt to the ventricular assist device (vad) was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer was having trouble making bluetooth connection to their heartmate touch (hmt) units while in their supply room with the door closed. The hmts would only intermittently connect when the equipment door was shut but would connect once open. The screen would show a white wheel spinning while bluetooth adaptors attempted connection but would not complete connection.

Manufacturer narrative:
H5 - labeled for single use?: correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of issues establishing connection between the heartmate touch app and the wireless adapter was not confirmed. It was reported that the heartmate touch would only intermittently connect in their supply room when the door was closed but would connect once the door was open. Additional information provided stated that the connection was able to be established upon a later attempt. No further issues establishing connection were reported. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (doc #100167126, rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (doc #(B)(4), rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app and the disconnected system controller - heartmate touch app messages, and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.